Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. The condition of the patient was unknown.